Event description:
M.d. Was putting rt subclavion catheter in. He was dilating the vein withthe 10 french dilator - when he went to remove dilator the white end broke off the blue dilator. Dr. Used hemostat to retreive blue dilator before it floated into vascular system. No adverse effect on this particular patientdevice labeled for single use. Patient medical status prior to event: satisfactory condition. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: actual device involved in incident was evaluated, other. Results of evaluation: component failure. Conclusion: device failure occurred and was related to event, other. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor, other. Invalid data - on device destroyed/disposed of status.